Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to broken traces at battery connector. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests or verify no delivery alarm due to blank display. Insulin pump had broken end cap. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and broken at clip. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.